Manufacturer narrative:
UDI: (B)(4). Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. This device and electrode were explanted as part of a planned post-heart transplant procedure. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection found that the insulation was punctured through approximately 3.5 cm from the terminal pin and appears to have been caused by a grasping tool at the time of the explant procedure. Testing was completed to assess electrode electrical performance. Resistance measurements at the proximal end of the high voltage (hv) coil showed a reading that was higher than normal. An x-ray at this location found that the cables were fractured at the weld. The electrode passed continuity testing on the sense portion of the electrode. It was likely that the fracture at the proximal hv weld occurred during the explant procedure.

Event description:
Boston scientific received information that this patient had received two inappropriate shock therapies on (B)(6) 2018. This patient's cardiac history was significant and was scheduled for a heart transplant procedure. The patient was preparing to take a flight and was reported to be very excited at the time of inappropriate shock delivery. The patient was instructed to be seen at a local hospital to have the device checked before flying. The programmable shock therapy zone had been programmed to 230 bpm with a conditional zone at 190 bpm. The sense vector had been programmed to secondary. A review of stored data found that the patient had developed probable sinus tachycardia with a rate of 130-240 bpm with intermittent t-wave oversensing. The qrs morphology was slightly different from the baseline sensing morphology so the rhythm may have been a slow ventricular tachycardia. Following the first shock, the patient remained in sinus tachycardia. Additional t-wave oversensing was noted followed by delivery of the second inappropriate shock. The arrhythmia converted into sinus rhythm with no t-wave oversensing identified. The shock therapy zone was programmed to 250 bpm and the conditional zone was not changed from 190 bpm. The patient underwent heart transplant on (B)(6) 2018 and the s-ICD device was not explanted. The system will be explanted in 3-months.